Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 4 of 4 mdrs filed for the same event (reference 1825034-2012-02675 / 02678). This report is based on allegations set forth in patient¿s complaint, and the allegations contained therein are unverified.

Event description:
Patient reports to have undergone right hip arthroplasty on (B)(6) 2004 and left hip arthroplasty on (B)(6) 2004. Patient further alleges elevated cobalt and chromium levels and metallosis. There has been no reported revision procedure. A review of invoice history confirmed both the primary procedure dates. No further information has been provided to date. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch.

Event description:
Patient reports to have undergone right hip arthroplasty on (B)(6) 2004 and left hip arthroplasty on (B)(6) 2004. Patient further alleges elevated cobalt and chromium levels and metallosis. A review of invoice history confirmed both the primary procedure dates. Additional information received from the patient's legal counsel alleges patient allegations of a swollen and draining sinus tract in the right hip. Legal counsel for the patient alleges patient underwent a right hip revision on (B)(6) 2013. Legal counsel alleges a draining sinus with membrane and infected joint fluid were allegedly noted during the revision. Review of invoice history could not confirm a procedure occurring on or about (B)(6) 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Operative report received noted patient underwent a right hip revision on (B)(6) 2013 due to adverse local tissue reaction. Operative report noted the presence of fluid. All components were removed and replaced with spacer molds. Operative report noted hip was reimplanted on (B)(6) 2013 with competitor's components. Additional operative report received noted patient underwent a left hip revision on (B)(6) 2013 due to adverse local tissue reaction and elevated metal ion levels. Operative report noted the presence of scar tissue, osteolysis, metallic debris, and serosanguineous fluid with cloudy clumps. The modular head and acetabular cup were removed and replaced with a competitor's cup and a biomet head.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient reports to have undergone right hip arthroplasty on (B)(6), 2004 and left hip arthroplasty on (B)(6), 2004. Patient further alleges elevated cobalt and chromium levels and metallosis. A review of invoice history confirmed both the primary procedure dates. Additional information received from the patient's legal counsel alleges patient allegations of a swollen and draining sinus tract in the right hip. Legal counsel for the patient alleges patient underwent a right hip revision on (B)(6), 2013. Legal counsel alleges a draining sinus with membrane and infected joint fluid were allegedly noted during the revision. Review of invoice history could not confirm a procedure occurring on or about (B)(6), 2013. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.